Event description:
During a coronary procedure the stent came off the balloon in the right coronary artery, not deployed, in process of trying to retrieve the stent, the interventional wire broke, distal portion was removed and the proximal portion and stent remained in the lumen of the coronary artery. Multiple attempts made to retrieve the wire and stent, all failed. Patient remained stable. Two non-drug eluting stents were deployed in the proximal portion of the vessel to trap the free stent and wire. Patient left room stable and pain free. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).